Event description:
A customer reported to baxter product surveillance of an interlink set that leaked while a patient was receiving chemotherapy. The intravenous tubing line broke in half and spilled approximately 5-10 milliliters of chemotherapeutic (chemo) drug onto the floor. The intravenous tubing was immediately clamped and the nurses arrived 45 minutes later to bring the chemo down to the pharmacy and reprime in new tubing. The majority of the chemo was clamped within the burette and not exposed. There was no patient injury reported. The location of the leak was in the tubing. Relative to the infusion time, it is unknown when the leak occurred. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided.